Event description:
During the procedure under fluoro it was noticed that the radiopaque marker band was missing on the catheter distal tip. The device was removed and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
During the procedure under fluoro it was noticed that the radiopaque marker band was missing on the catheter distal tip. The device was removed and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis the manufacturing process includes 100% inspection of all devices for confirmation of distal tip length, no exposed marker band and confirmation of the gap between the marker band and ribbon reinforcement, therefore manufacturing is unlikely to be the cause of the reported issue. The distal microcatheter tip may have become damaged and broken during the procedure. It is probable that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause related to operational context has been assigned to this event.